Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Healthcare professional reported patient received an injection of juvéderm® volbella¿ with lidocaine in the tear trough. One month following injection, "patient had a dental implant performed. The patient experienced an infection in the dental implant and the infection was spread to the dermal filler area." Treated with antibiotic, antihistaminic, hyoluronidase, and lymph drainage. Symptoms ongoing.

Manufacturer narrative:
Additional information:

Event description:
Symptoms resolved.